Event description:
It was reported that during a percutaneous transluminal coronary angioplasty and stenting treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and non-tortuous proximal ramus interventricularis anterior (riva) artery. The lesion was 16mm in length with a 4mm diameter, eccentric in shape and progressive. A pt2 guide wire was advanced across the lesion. Next, as the physician advanced the 20mm x 2.5mm maverick2 balloon catheter across the lesion, significant resistance was encountered. The balloon was inflated one time to 12 "bar" for seven seconds and ruptured during this inflation. The lesion stenosis was reduced to 70% and it was determined that no further dilation was required. A 4.0mm x 18mm promus stent was advanced and implanted in the lesion which completed the procedure. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty and stenting treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and non-tortuous proximal ramus interventricularis anterior (riva) artery. The lesion was 16mm in length with a 4mm diameter, eccentric in shape and progressive. A pt2 guide wire was advanced across the lesion. Next, as the physician advanced the 20mm x 2.5mm maverick2 balloon catheter across the lesion, significant resistance was encountered. The balloon was inflated one time to 12 "bar" for seven seconds and ruptured during this inflation. The lesion stenosis was reduced to 70% and it was determined that no further dilation was required. A 4.0mm x 18mm promus stent was advanced and implanted in the lesion which completed the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the balloon was filled with solidified blood and was not refolded. A microscopic examination of the balloon did not reveal any holes or tears in the balloon material. The device was attached to an inflation unit. Several attempts were made to inflate the balloon; however, these attempts were unsuccessful. The device was immersed in hot water in an attempt to dissolve the solidified blood. Attempts were made to inflate the device again; however all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).